Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that occlusion alarms occurred. Reported the customer is using the supplies for 4-5 days. Clinical support informed the customer that using the supplies for 4-5 days is off label per the tandem user guide. Customer resumed insulin delivery. Customers blood glucose was 200-323.